Event description:
Device 3 of 3. Reference MDR reports: 1627487-2013-24303, 1627487-2013-24304. It was reported the patient is unable to feel any stimulation from his scs system. Reprogramming did not resolve the issue. Instead, the patient is feeling a sharp stinging pain at his ipg site when the stimulation is turned up. The patient's physician ordered x-rays and plans to revise the patient's system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.